Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a communication issue. The customer reported that the machine was on critical override. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device setting for auto critical override was set to 2 minutes instead of 15 minutes. A technical support specialist assisted the customer and changed the setting to 15 minutes, and the notices the critical override disappeared. The system functioned as intended after the technical support specialist troubleshot the device.